Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was then explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A changeout procedure was scheduled. This device remains in service. No adverse patient effects were reported.